Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot / did not indicate a lot-specific quality issue. Based on available information, the reported bent tip appears to be a cascading event of the difficult initial advancement. However, causes for the difficult advancement and the positioning failure could not be conclusively determined. A cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4. During the procedure it was difficult to steer the device in the patient. There was a clot that formed on the wire/dilator. Upon removal of the steerable guide catheter (sgc) it was noted that the tip was bent. The device was removed from the patient and replaced. One clip was able to be deployed without further difficulties, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.